Event description:
It was reported that prior to an unknown procedure, when the hand piece was being assembled it was claimed the instrument did not work. It appears it was screwed on too tight, and cracked the screw on the end of the handpiece itself. The screw is not there now. Used a new handpiece to start the procedure. No patient consequence.